Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Cracks were present on top housing. Although no problem was found with regards to a bend or kink in the cannula, a root cause for the observed top housing damage could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 280 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, gave insulin pen injection and a new pod was applied. After the pod was removed, patient gave a bolus of 4 units through the pod and it was working and it started to have insulin come out but when the patient removed the pod the cannula was dry. The patient removed the pod this morning around 4 am due to believing that the patient was not getting any basal delivered. Patient wanted to make aware that when patient uses a medical adhesive remover and wiped around the pod the whole shell came off as if the patient cracked a walnut and it split in the hand called "micro-scientific goo gone"- it¿s a blue liquid and meant to remove medical devices and adhesives.